Manufacturer narrative:
Updated sections: age or date of birth,date received by manufacturer,type of report,type of follow up,device evaluated by MFR,adverse event problem,concomitant medical products. Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/18/2019. A visual inspection was conducted. Only the delivery device was returned. Heavy amounts of blood was observed on the delivery device. Heavy amounts of blood was observed inside the delivery device, indicating there was an attempt to insert the device inside the aorta. The white plunger was fully depressed and the blue slide lock was dis-engaged. The seal and tension spring assembly were not in its usual position in the delivery tube. Blood was observed on the seal. No other visual defects were observed. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.